Manufacturer narrative:
While a definitive root cause cannot be established, the probable root cause is attributed to the instrument sterile adapter (isa) on the usm. Failure analysis confirmed the issue via log review; however, in-house testing was unable to replicate the reported issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that they encountered a repeated error 23087 on universal surgical manipulator (usm) 2. The customer attempted to resolve the issue by power-cycling the system, but this did not change the situation. The user converted to another da vinci system to continue with the procedure. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The unit was installed onto a patient side cart fixture test platform where all relevant testing was passed within specification. Once testing was completed, the instrument sterile adapter (isa) printed circuit assembly (pca) was inspected, and no faults could be identified. As a result of these findings, fa concluded that the isa pca is consistent with the reported event and is the potential root cause for this issue.